Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection was performed on the exterior of the device and no deficiencies were observed. The reported malfunction was not observed during functional evaluation. No loss of image was observed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. The complaint was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Factors, unrelated to the manufacturing and design of the device that could have contributed to the reported event, include issues with a concomitant device. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future occurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during a meniscectomy surgery, the camera head stops transmitting the image uncontrolled. The procedure was completed with a significant delay using a back-up device. Additional anesthesia was required. No patient injury or other complications were reported.